Event description:
Tbm states, the provider picked the unit up from a patient's home because, the filter is melted.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.